Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted.

Event description:
Consumer alleges that the unit jerked and attempted to climb up the wall resulting in a fall from the unit requiring a doctor's visit and overnight hospital stay for observation due to bumps and bruises.

Event description:
Consumer alleges that the unit jerked and attempted to climb up the wall resulting in a fall from the unit requiring a doctor's visit and overnight hospital stay for observation due to bumps and bruises.

Manufacturer narrative:
The alleged event could not be duplicated during an extensive test ride.